Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening /tensioning. As no further investigation was able to be performed no change in harm was identified.

Event description:
It was reported that the fibertak was implanted correctly but while trying to shuttle the suture, the suture knotted up and would not pass. The anchor and suture were removed from the patient and another ar-3638 was used to complete the labral repair case.